Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s equipment getting wet, causing the speed to ramp down was not able to be confirmed. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) was exposed to water; however, the device was not exchanged and therefore fluid ingress could not be confirmed. A few log files were submitted for review, collectively containing approximately 2 days of data (9:13:48 (B)(6) 2023 to 19:01:59 (B)(6) 2023 & 10:10:00 (B)(6) 2023 to 9:48:19 (B)(6) 2023). Intermittently throughout the data on (B)(6) 2023, power cable disconnect and low voltage alarms were observed; these events were not suspected to be related to the operation of the controller and have been addressed under the investigations of the batteries and clips on this event. The controller appeared to operate as intended, and the pump maintained a speed above the low speed limit throughout the data. The root cause of the reported event was not able to be confirmed during this analysis. The root cause of the atypical alarms was reported to be due to fluid ingress. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿), describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient's controller got wet around 10:00 am and there was a speed ramped down which happened twice. The patient reported was splashed with sea water. Log file recorded some atypical relative state-of-charge (rsoc) voltages while connected to battery power on (B)(6) 2023 at 10:00:19. Motor function was not affected by this event. Recorded motor speeds were between 5300 - 4900 rpms as expected. Related MFR: 2916596-2023-05214.